Manufacturer narrative:
Account took the brake block out and then put it back in and then there was tension on the brake cable. Account adjusted the brake/steer to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed will not go into brake. Account alleged that it feels as if there is a lot of play in the pedal and once put into brake it feels it is in the neutral position.